Manufacturer narrative:
H3, h6: the device was intended for use in treatment and was returned for investigation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move after sterilization. This is indicative of a motor issue. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure.

Event description:
It was reported that the snap lock gears were seized up completely when homing the handpiece: they did not budge at all when trying to retract or home. Another handpiece was used to perform the calibration. As this was noticed while setting-up the equipment, the patient was not involved at the time.